Event description:
It was reported the patient had a no external power alarm, which was noticed during a routine "previous alarms" check. Per the patient, they did not have an audible alarm that coincided with the alarm noted. Following review of the submitted periodic log files, it appeared there was an emergency backup battery (ebb) use count increase that occurred between (B)(6) 2024 8:45:30 and 9:45:29. The event log file did not contain data from that time period, they were unable to see the details of the event. A similar event appeared to have occurred on 22oct2024 and 2 on 23oct2024. The event log file also appeared to have captured momentary low flow events on 25oct2024, which occurred at times when the pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4 - UDI number corrected manufacturer's investigation conclusion: the reported events of a no external power alarm and the system controller being unable to alarm was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted and data from the reported event date of 22oct2024 was reviewed. There were no notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the cause of the event, and if any troubleshooting was performed; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.